Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) was occluded. The following information was provided by the initial reporter: reported some issues with bd max zero extension bed. Reported issues with occlusion when administered infusion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Changes to annex codes as sample was returned for investigation. Investigation result: one mz5301 sample was received in sealed packaging from lot 24119202 for investigation. The customer reported that "at times, very difficult to remove cap from end". Additional information indicates that this was during a training session and no infusion fluid was involved. The returned sample was tested by manually disconnecting the dust cap using a twisting motion while pulling it off. No difficulty in removing the cap was observed. It was also subjected to functional testing of the set by priming and flushing using a 50ml bd plastipak syringe and no restriction or occlusion of flow was observed. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24119202 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mz5301 set over the past 12 months.

Manufacturer narrative:
Pr (B)(4) follow up MDR for correction additional information obtained from the customer; customer has stated that occlusion issue was noted with a different product and it does not belong to this file.

Event description:
Additional information obtained from the customer; customer has stated that occlusion issue was noted with a different product and it does not belong to this file.

Manufacturer narrative:
A mz5301 product was not available for investigation of 11750422; however, the customer confirmed that the complaint sample was from lot 24119202. The feedback provided by the customer states that, "very difficult to remove cap from end." Further information from the customer has stated that this incident was experienced in a training session, when it was about to be connected to a cannula. No damages were observed with the product and there was no patient impact. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24119202 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mz5301 set over the past 12 months.

Event description:
No additional information